Event description:
Oversensing on the ventricular lead resulting in t wave oversensing. Patient presented to the ed with chest pain and elevated troponins. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).